Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, it was noted that the left ventricular lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patient recovered normally and suffered no ill-effects.